Manufacturer narrative:
B6 relevant tests/laboratory data - updated.

Event description:
Reprise IV study. It was reported that complete heart block (chb) occurred. The patient was enrolled into the reprise IV study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin. A loading dose of 300 mg of clopidogrel was given the day of the procedure. A lotus introducer was placed and the aortic valve was treated with deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, the patient developed chb. Electrophysiology study consultation recommended permanent pacemaker implantation, so that day, a permanent pacemaker was successfully implanted. At the time of reporting, the event was considered resolved. It was further reported that on the same day post index procedure, the patient's heart rate was found to be around 30 bpm. A temporary pacemaker was left in place for rhythm management. One day post index procedure, the patient was discharged home on aspirin and other anticoagulant medications.

Event description:
Reprise IV study. It was reported that complete heart block (chb) occurred. The patient was enrolled into the reprise IV study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin. A loading dose of 300 mg of clopidogrel was given the day of the procedure. A lotus introducer was placed and the aortic valve was treated with deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, the patient developed chb. Electrophysiology study consultation recommended permanent pacemaker implantation, so that day, a permanent pacemaker was successfully implanted. At the time of reporting, the event was considered resolved. It was further reported that on the same day post index procedure, the patient's heart rate was found to be around 30 bpm. A temporary pacemaker was left in place for rhythm management. One day post index procedure, the patient was discharged home on aspirin and other anticoagulant medications.

Event description:
(B)(6) study. It was reported that complete heart block (chb) occurred. The patient was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin. A loading dose of 300 mg of clopidogrel was given the day of the procedure. A lotus introducer was placed and the aortic valve was treated with deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, the patient developed chb. Electrophysiology study consultation recommended permanent pacemaker implantation, so that day, a permanent pacemaker was successfully implanted. At the time of reporting, the event was considered resolved.